Manufacturer narrative:
From product from inventory impact testing was conducted to confirm the strength of the impact meet specification, which it was confirmed.

Event description:
We used the gs medical bn-plif interbodies with the tlif interbodies as backup. As he was malleting an 11x31x9, 4 degree bn-plif into the disc space, the cage broke at the end where the inserter was threaded onto the cage. Another case, the same and degree, was attached to the same inserter, and broke near the same place as it was being implanted. Dr. (B)(6) decided to use one of the 11x31x8, 7 degree tlif cages instead with the articulating inserter. Once he positioned the cage inside the disc space, he unthreaded the inserter and tried to remove it. The cage was stuck on the inserter and completely came out of the patient as the inserter was removed. He resorted back to cleaning out the disc space, using a shaver to distract the disc space, and found a loose screw inside the disc space. We did not know where the screw came from, so he then tried to implant the same cage using the same inserter, and the cage was stuck on the end of the inserter again and came out of the disc space. At this point, he used a completely different inserter and implanted the cage successfully on this 5th attempt,